Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1409lp-50, low profile reamer, 9.5 mm, the reamer tip broke upon drilling the tibia. This was detected during use in a left knee acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully using the reamer from the set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image from the field of the device's broken tip, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.